Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the screw, part and lot number unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a removal of the distal radius plate due to bad placement of the hardware occurred. Hardware was implanted about a year ago, date unknown. The fracture was healed, but the patient had a tendon disruption (rupture) due to the bad placement. The plate was removed without any issues. The plate was removed so that the tendon could be repaired. The patient status outcome was reported as good and the procedure was reported to be successfully completed. No delays were reported. This report is for 1 unknown cortex screw. This is report 3 of 3 for (B)(4).